Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we had an lma in a patient today who was having a procedure with a flexible bronchoscope. When they went down the lma they found a small piece of plastic sitting on the inside on the tube. The plastic was removed with forceps and procedure went ahead, with no delay or adverse issues."

Event description:
It was reported that: "we had an lma in a patient today who was having a procedure with a flexible bronchoscope. When they went down the lma, they found a small piece of plastic sitting on the inside on the tube. The plastic was removed with forceps and procedure went ahead, with no delay or adverse issues.".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of 'foreign material inside the lma tube' was confirmed based upon the review of customer supplied pictures. The complaint device was not returned to our manufacturing site for investigation. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the root cause of this issue was identified as being related to the manufacturing process. Further investigation has been initiated under the teleflex quality system to evaluate this issue.